Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery compartment was cracked with intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under-delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 30 -oct-2018 with the following findings: during investigation, there were multiple unexplained por events are observed. Battery compartment is cracked from threads down to the case seal on the side., returned battery cap is undamaged and able to fit. Battery cap was fastened and then unscrewed ½ turn with no reboots occu. The¿ez-prime¿ steps were performed correctly, no power interruption occurred during the investigation, unable to duplicate reported ¿power¿ complaint. Pump¿s cover was removed, no intermittent condition was found to the power pcb.